Event description:
It was reported that the pt underwent pelvic surgery in 2004. Post-operatively, the pt presented with exposure of the mesh at the fundus of the vagina. Excision of the mesh was performed about six weeks later. Hospitalization was not required.